Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. The device was not in patient use. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failure was related to a sensor drift.